Manufacturer narrative:
Patient information is not provided for reporting. Date of event was reported as (B)(6) 2017. However, it is unknown if the device malfunctioned on the date or if the malfunction was detected on the date. UDI: (B)(4). Date of implant is unknown. It was not reported if the explant procedure was planned or completed. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number: (B)(6). A device history record (DHR) review was performed for part # 460.009.01s, lot #l274870: manufacturing location: (B)(4), manufacturing date: 20.jan. 2017, expiry date: 01. Jan. 2027: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: physician reported loosening of system and displacement of shallow bones. This report is for one (1) ti cranial flap tube clamp textured 22mm dia-sterile. This is report 1 of 6 for complaint (B)(4).